Manufacturer narrative:
The device was received with critical pump error open book image and pump error 35 was present in the long trace file due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify motion sensor test failure alarms due to critical pump error. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, peeling end cap address label and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming pump error 35. She took the battery out and it turned off. Customer's blood glucose level was 187 mg/dl. The customer was unable to check the insulin pump's history because it had a big red x. She was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.